Event description:
Device issue: peeling teflon coating. Time of device issue: during the procedure. Adverse event: none. It was reported that the treatment was for an acute myocardial infarction (ami) patient. The target lesion was in the proximal left anterior descending (lad) and the 1st diagonal off of the lad. The lesion was 15 mm in length. The bmw universal ii guide wire was engaged in the lad using a micro catheter (non abbott device). Attempts were made to remove the micro catheter with the nanto-technique, but there was difficulty due to resistance between the guide wire and the micro catheter. Eventually, the catheter was removed out of the patient. There was difficulty manipulating the bmw universal ii guide wire due to bad torque transmission, a doc was connected to the guide wire, the micro catheter was re-delivered and the guide wire was removed from the patient and replaced with another guide wire. After the withdrawal, it was visually observed that the teflon coat on the proximal shaft close to the hypotube was partially peeled. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the guide wire without blood visible and contrast on the coils. There was corrosion on the tip solder. The tip ball and the catheter used in the procedure were not returned. The shaping ribbon was separated proximal to the distal end of the tip coils. There were two kinks in the tip coils, 1 and 8 mm proximal to the distal end. The teflon was scraped off of the core distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The distal end of the guide wire could not pass through a gauge due to the damaged tip and did not meet mfg criteria. The proximal end of the guide wire, up to the hypotube, passed through a gauge, which met manufacturing criteria. The device analysis confirmed there was scraped teflon, which appeared to be mechanically scraped off the core. Scraped teflon coating can occur due to, but is not limited to, handling during manufacturing, improper cure or processing of teflon during manufacturing, preparation technique, product handling, and/or interaction with devices. Reportedly, several attempts were made to remove a micro-catheter against resistance. The instructions for use states: when resistance occurs or this device becomes entrapped within the vasculature and removing this device is necessary, remove the interventional device and this device as a unit. Based on the investigation findings, it is possible that the damage to the teflon occurred during the resistance between the micro-catheter. A definite cause could not be determined. Physical resistance between devices and difficulty to remove can be affected by numerous factors including, but is not limited to, patient anatomy, lesion morphology, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. The lesion had mild tortuosity and mild calcification, with 100% stenosis, which may have contributed to the difficulty. There were two kinks noted in the tip coils, which are most likely due to the reported resistance and/or patients anatomical condition. Scanning electron microscopy suggested that the shaping ribbon separation from the tip ball was due to tip joint detachment. There were no fractures of the shaping ribbon or tip coils. The tip solder remaining on the tip coils had visual corrosion, but there did not appear to be corrosion of the shaping ribbon or tip coils. Corrosion and damage of this type appears to be due to transportation back to abbott vascular, and does not appear to have contributed to the reported difficulty. A definite cause could not be determined, but the resistance appears to be related to case circumstances. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. Manufacturing visually inspects 100% of the guide wires including the teflon coating and coils prior to packaging and performs outer diameter inspection. Quality control performs on line reliability test and verifies product quality, including visually inspecting a sampling of products after they are secured in the dispenser package.